Event description:
It was reported that a patient was having random short shocks to her neck area. The patient stated that the shocks are "not too bad" but she thinks she needs a new device. Further information was received that the patient is getting their device replaced due to low battery. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event (check all that apply): corrected data; outcomes attributed to adverse event inadvertently not checked on supplemental#1 MDR evaluation codes - methods, corrected data: (B)(4).

Event description:
Information was received that the patient's generator was explanted due to prophylactic reason. The patient's replacement surgery is known to discard products after surgery and is a no return site therefore generator has not been received into analysis to date. No additional relevant information has been received to date.